Event description:
It was reported that difficulty was encountered during the stent placement procedure. Following advancement and deployment of the initial stent, migration of approximately 3/4 of the length of the device was observed. A second stent was advanced and successfully placed; however upon removal of the stent delivery system; resistance was encountered. The delivery system and guidewire were removed together. No adverse patient effects were observed and the patient's condition was reported to be 'fine".